Event description:
A pharmacist reported to baxter singapore of a vented paclitaxel set in which a "leakage in chamber was observed during infusion to patient." A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. Visual inspection was performed and no issues were observed. The sample was also tested for flow through gravity and under water pressure tested at 0.56 bar. No issues were observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.